Event description:
The patient was undergoing embolization of a midline anterior communicating artery aneurysm. During the procedure a loop of one of the coils placed was noted to protrude from the neck of the aneurysm and a thrombus formed in association with this loop. It was not disclosed which coil was associated with this event. "The event, which was not considered serious by the physician, was attributed to the index procedure, target aneurysm, and highly probably related to the device. The physician indicated there was no device malfunction or product nonconformity." There was no reported action taken as a result of this event and it is considered "resolved with no residual effects" by the physician.